Event description:
Patient was revised to address hip pain. Surgeon suspects alval or metal hypersensitivity.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records for the known product/lot combination did not identify any related deviations and anomalies. The investigation is unable to determine a root cause with the information available. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.